Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient received multiple inappropriate shocks. The right ventricular (rv) lead exhibited high impedance, high thresholds, loss of capture and non-physiological oversensing. The right atrial (ra) lead also exhibited high impedance, high thresholds, loss of capture and non-physiological oversensing. Both lead were suspected to be fractured. The implantable cardioverter defibrillator (ICD) also exhibited loss of capture and non-physiological oversensing. The ICD and both leads were explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. A high current drain condition was found during device analysis. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter) and an issue with the egm (electrogram) beginning the week of (B)(6) 2015.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.